Manufacturer narrative:
A partial lead with the lead tip measuring 57.2cm was returned for analysis. External insulation abrasion was noted at 46.3-46.4cm and 49.7-50.6cm from the distal tip, consistent with lead friction to the ICD can. One rv conductor was melted and the etfe coating was intact at these locations. External insulation abrasion was noted at 55.7-56.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. The rv etfe coating was abraded under the rv shock coil at 7.5-8.5cm from the distal tip. This is consistent with the observation from the field of noise and low hv lead impedance. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise. An alert for short circuit between the rv lead and the device was observed. Additionally, low hv lead impedance was also noted. An insulation issue was suspected. The lead was explanted. Patient condition was good.